Manufacturer narrative:
The inflation volume used by the physician exceeds the maximum recommended inflation volume of 15cc as indicated on the instructions for use.

Event description:
It was reported to tyco healthcare/kendall on 2/1/07, that a customer had a problem with a foley catheter. The customer states, the physician inserted the catheter into pt and inflated balloon with 25cc of water. The balloon burst and "fragmented" inside the pt's bladder. A cystoscope was inserted and the remaining pieces of the catheter were observed and flushed out.